Event description:
The manufacturer received information alleging a ventilator would not hold pressure. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported and allegation of a ventilator not holding pressure. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. The technician observed the device settings were incorrect. No problem was found with the device.